Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked lcd window.

Event description:
Customer reported via phone call that the insulin pump was dropped and had crack on reservoir compartment and lcd screen, can read the screen but scared for it to spread. Customer's blood glucose value unknown. Troubleshooting was performed. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.